Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. The set screw had a rounded socket. (B)(4).

Event description:
It was reported that the physician did not feel that the attempted implantable pulse generator (ipg) setscrew had clicked enough after several rotations. When attempting to remove the screw, it was discovered that the threads had stripped. The screw was ultimately able to be removed. A different ipg was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.